Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A patient came for a follow-up appointment, post total knee arthroplasty, on (B)(6) 2021. In the x-ray performed there is a metal spring showing. After the surgeon saw the x-ray, he compared it to the x-ray that was done right after the operation (on (B)(6) 2020), and there he also saw the metal spring. Currently, the surgeon does not plan to perform another surgery to remove the metal spring. During the operation the surgeon used the insert which had the metal spring component.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with the reported event was not returned for evaluation. Visual examination of the provided images confirmed that the balseal spring component was missing from the trial, and the balseal was implanted inside the patient. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.